Manufacturer narrative:
(B)(4). Batch # unk. Date of event: only event year known is 2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does surgeon believe the late post-operative leak caused by an alleged deficiency with the device? Why or why not?

Event description:
It was reported that nine weeks post op to a sleeve gastrectomy the patient had a leak. A stint was placed and the patient is doing fine. No other information is available at this time.